Event description:
Patient reported that they received low readings on their livongo blood glucose meter. The patient received a reading of 53 and contacted their nurse practitioner who informed them to stop taking their metformin at night due to their low reading.

Manufacturer narrative:
The patient was sent new test strips and control solution. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.